Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that communication could not be established with vns therapy system pulse generator. Troubleshooting did not resolve the reported event.